Event description:
Cooling blanket was applied but water was not put into device by cna. Pt's temperature continued to rise and was sent to ICU where temperature was lowered. Approximately 15 years old.